Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right atrial (ra) lead, high pacing thresholds were consistently observed despite several placement attempts. The lead was explanted and replaced. No patient complications have been reported as a result of this event.